Event description:
It was reported that during an implant procedure for this pacemaker and right ventricular (rv) lead that the pacing impedances measured 1300-1400 ohms. One day post operation the impedances were high out of range measuring 2100 ohms in which a lead safety switch (lss) was triggered. It was also notes that the threshold values have increased. The boston scientific representative increased the range of impedances to 2250 ohms. Technical services(ts) recommended to continue to observe the patient, however the does have a complete heart block and is dependent on therapy. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the patient presented to the emergency room with pain below her breast. Electrogram showed noise on the right ventricular (rv) channel that was not being sensed. This pacemaker and right ventricular (rv) lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that suggests this right ventricular (rv) lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted dried blood was around the helix and the helix was stretched out. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that during an implant procedure for this pacemaker and right ventricular (rv) lead that the pacing impedances measured 1300-1400 ohms. One day post operation the impedances were high out of range measuring 2100 ohms in which a lead safety switch (lss) was triggered. It was also notes that the threshold values have increased. The boston scientific representative increased the range of impedances to 2250 ohms. Technical services(ts) recommended to continue to observe the patient, however the does have a complete heart block and is dependent on therapy. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the patient presented to the emergency room with pain below her breast. Electrogram showed noise on the right ventricular (rv) channel that was not being sensed. This pacemaker and right ventricular (rv) lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that suggests this right ventricular (rv) lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that during an implant procedure for this pacemaker and right ventricular (rv) lead that the pacing impedances measured 1300-1400 ohms. One day post operation the impedances were high out of range measuring 2100 ohms in which a lead safety switch (lss) was triggered. It was also notes that the threshold values have increased. The boston scientific representative increased the range of impedances to 2250 ohms. Technical services(ts) recommended to continue to observe the patient, however the does have a complete heart block and is dependent on therapy. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to include new codes added to h6.

Event description:
It was reported that during an implant procedure for this pacemaker and right ventricular (rv) lead that the pacing impedances measured 1300-1400 ohms. One day post operation the impedances were high out of range measuring 2100 ohms in which a lead safety switch (lss) was triggered. It was also notes that the threshold values have increased. The boston scientific representative increased the range of impedances to 2250 ohms. Technical services(ts) recommended to continue to observe the patient, however the does have a complete heart block and is dependent on therapy. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the patient presented to the emergency room with pain below her breast. Electrogram showed noise on the right ventricular (rv) channel that was not being sensed. This pacemaker and right ventricular (rv) lead remains in service. No adverse patient effects were reported.